Event description:
Event description cpi received information that while the patient was in for a routine follow-up appointment, an error code was noted. It was also reported that the patient's pocket was being stimulated with pacing causing pain, which could be reproduced at various outputs. An attempt was made to reprogram the ICD to ovo mode, but the reprogramming would not take effect and the ICD did not stop pacing. Afterward the ICD underwent a reset. The second attempt at reprogramming was successful and the ICD pacing stopped. Review of the information stored in the ICD noted a drop in pacing impedance measurements.